Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. The customer tried using different charging cables and wall adapters without success, leading to the decision by technical support to replace the pump. The customer reverted to an alternate pump for insulin therapy.